Event description:
Customer reported the system was overheating and a popping sound could be heard. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare.